Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the mini door was failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer one, sub drawer five did not close after being accessed. A field service engineer found that the manual release lever was halfway between the open and secure. And, the manual release lever was very loose, tightened the screws that secure lever in its place to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reported facility: (B)(6).